Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an error message during charging, indicating the the device detected greater than 8 volts on the leads.